Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that his onetouch verio iq meter read inaccurately. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter started on (B)(6) 2015, 5:00. The patient stated that morning he felt hypo symptoms of ¿sweating, wobbly, dizzy and shaking¿. The patient then tested his blood glucose level and reported obtaining an alleged inaccurate high reading of ¿4.7 mmol/l¿ on the subject meter, compared to feelings. The patient felt this result should have been lower. The patient reported self-treatment with food and drink ¿a biscuit, 4 slices of seeded bread and a cup of tea¿. The patient takes a combination of medications to manage his diabetes including levemir insulin and metformin tablets 500mg twice a day. He stated that he took no action to his usual diabetes management routine as a result of the alleged meter issue. The patient stated he obtained further readings of ¿11.3mmol/l at 10:30, 9.3mmol/l at 13:00 and 8.3mmol/l at 16:30.¿ at the time of troubleshooting, the csr noted that the patient was using the correct unit of measure at the time of testing. The test strips were stored properly and within their expiry date. In addition the patient did not have control solution to carry out a re test. Replacement product was sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.